Event description:
It was reported that the user experienced repeated occlusion alerts on a recently replaced ilet system while using a contact detach infusion set; the user disconnected, confirmed insulin drops, reconnected, and the occlusion alert recurred until the user performed a full supply change. Symptoms included interruption of insulin delivery. Outcomes included resolution of the occlusion after the supply change without need for medical intervention. Investigation included troubleshooting and education with the user, including review of tubing for kinks and recommendation to replace the infusion site and supplies. Investigation of this case revealed an occlusion related to the insulin delivery pathway that resolved with replacement of disposable components, indicating a supply-related obstruction rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set or disposable component occlusion resolved by standard corrective action.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.